Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID (B)(4) implantable cardioverter defibrillator  implanted: 2009 (B)(6); product ID 5076-52 implantable pacing lead implanted: 2002 (B)(6); product ID 419688 implantable pacing lead implanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). An 22 of 30 ventricular-sic occured since (B)(4) 2013. There were 3 non-sustained tachycardia (nst) and 2 ventricular fibrillation (vf) episodes of less than 220 ms ventricular to ventricular cycles are recorded between (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks due to possible, short interval counts (sic), noise and interference. It was noted that during the shocks, the patient fell several times and was hospitalized. The doctors try to adjust his medication because his cardiac rhythm is very fast. The lead remains in use. No further patient complications have been reported as a result of this event.